Manufacturer narrative:
Customer performed weekly maintenance (w2) and replaced the magnesium (mg) reagent with a fresh bottle of the same lot. The new bottle of reagent was recalibrated with no error flags or instrument alarms. Controls (qc) generated acceptable recovery within facility ranges. Customer reported that there have been no further issues with mg. Customer confirmed that no service was requested or dispatched for this event. No mechanical parts were replaced; no alignments or adjustments were needed. There have been no further issues reported. (B)(6). All associated MDR's: 9612296-2015-00035, 9612296-2015-00036, and 9612296-2015-00037.

Event description:
The customer reported obtaining erroneously low magnesium (mg) results for multiple patient samples involving the au680 clinical chemistry analyzer. Erroneous results were reported out of the laboratory. While most patients had no change to treatment, this MDR reports the event for one patient that was treated for the low mg with IV (intravenous) dose of mg. Please refer to 9612296-2015-00035, 9612296-2015-00036, and 9612296-2015-00037 for other patient treatment events. Customer indicated that controls (qc) before the event were within range, but qc after the generated low results was out of facility range low. Customer repeated all samples after troubleshooting and issued corrected reports. Au680 clinical chemistry analyzer generated multiple error flags indicating control recovery and reagent issues. There has been no report of any adverse consequences noted for this patient that was treated for the low mg results.